Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer required third-party treatment of juice, sugar, and food, and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. As per additional follow up with the customer, there was no medical event or third-party treatment that occurred. The previous reports have been filed in error; no further reports will be filed under 2954323-2022-26236.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer required third-party treatment of juice, sugar, and food, and no further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer required third-party treatment of juice, sugar, and food, and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d4 - expiration date was incorrectly document in the previous report. Correction has been made.